Event description:
It was reported that as the drill bit was being used, the top of the drill guide "melted" and therefore shortened the length of the guide. This ment that the drill didn't bottom out and ended up completely piercing the patella.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was relationship found between the device and the reported incident. Visual inspection of the q-fix disposable kit 2,8mm shoulder, shows a returned drill guide that has been damaged/melted, with a drill. No other accessories were returned. There is a visual part of the melted plastic on the drill. The 2.8mm q-fix anchor is a single use device and could not be functional tested. The drill cannot be completely inserted and will stop. It is also not placed centrically in the drill guide cause of the damage. Other parts were not returned with the instrument. The complaint was verified and the root cause could not be determined with certainty. An exact root cause cannot be determined with confidence; however, factor unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) bone quality. (2) drilled bone hole size. Poor bone quality or oversized drilled bone hole can result in damage to the device and device failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a mpfl reconstruction, as the drill bit was being used, the top of the drill guide "melted" and therefore shortened the length of the guide. This meant that the drill didn't bottom out and ended up completely piercing the patella. In the earlier stages of healing there is additional risk of patella fracture; therefore, no contact sports for 8 months has been recommended. Standard kit and arthrex mpfl instrumentation was used to complete the "surgery" with no delay.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection of the q-fix disposable kit 2,8mm shoulder, shows a returned drill guide with a broken drill. No other accessories were returned. The activation knob, a dial or sutures are missing and were not returned with the instrument. The root cause for the broken drill could be determined due to a mechanical component failure. The device is a single used device and could not be functional tested. The complaint was not verified and the root cause could not be determined with certainty. From the information provided, the drill bit was being used, the top of the drill guide "melted" and therefore shortened the length of the guide. An exact root cause cannot be determined with confidence; however, factor unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) bone quality. (2) drilled bone hole size. Poor bone quality or oversized drilled bone hole can result in damage to the device and device failure.